Manufacturer narrative:
Section a patient information is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during clinical use of an automated impella controller (aic), a display issue was observed upon device startup. The concern was identified by clinical staff and a biomedical work order was initiated for evaluation of the console. No additional information regarding troubleshooting or corrective actions was available at the time of reporting. No signs or symptoms of patient injury or patient harm were reported in association with this event.